Manufacturer narrative:
Results: the penumbra system 3d revascularization device (psr3d) stent portion was separated from its delivery wire by a double strut fracture. The attachment tip was intact with the delivery wire and the fracture sites were visible. There was no visible damage to the returned neuron max. Conclusions: evaluation of the returned psr3d revealed the stent portion had separated from its delivery wire due to both of the stent struts fracturing at the attachment tip. Based on the uniform bends on the fractured struts of the stent, it is likely this damage is a result of being retracted against resistance around a sharp bend in the patient anatomy. Further evaluation revealed a kink on the ace64¿s distal tip. This damage is likely a result of the stent being retracted and lodged into the ace64¿s distal tip. This kink likely contributed to the resistance experienced while advancing and retracting a mandrel through the ace64 during functional testing. Penumbra catheters and stents are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02162.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d), a neuron max 6f 088 long sheath (neuron max), a penumbra system ace 64 reperfusion catheter (ace64) and a non-penumbra catheter. During the procedure, after advancing the psr3d through the ace64 and capturing the clot, the physician attempted to retract the psr3d into the ace64. It was noted that the physician experienced resistance. While attempting to retract the ace64 and psr3d from the patient, the physician noticed that the ace64 was stretching. Therefore, the physician loosened the rotating hemostasis valve (rhv) and removed the ace64 containing the psr3d from the patient. Upon removal, the physician noticed that the stent component of the psr3d was separated from the pusher wire and stuck inside the ace64, but the clot was still attached to the psr3d. The final angiography revealed that the thrombectomy procedure was successfully performed and the procedure was completed at this point. In addition, there was no alleged deficiency with the neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #01. 1. Section h. Box 6. Results code 1. This report is associated with MFR report number: 3005168196-2017-02162 h3 other text : placeholder.